Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they were having reservoir alarms occur with their insulin pump. The customer did not want to trouble shoot because they were going to see a trainer soon. Customer's blood glucose level was not reported. No further information was provided.